Manufacturer narrative:
(B)(4). It was noted the lead was not available for return. If it is returned at a later date, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing with no pacing inhibition. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.